Manufacturer narrative:
Follow-up #1: date of submission 07/30/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed multiple power on reset events on (B)(4) 2014 as a result of a discharged battery that was used in the pump. A review of the pump history also revealed a ¿low battery¿ warning and multiple call service alarms as a result of the discharged battery. The battery compartment was found to be cracked at the threads along the keypad rubber. The cap contact measurements were found to be within specification. There was no damage found to the battery cap; the battery cap secured tightly to the pump and maintained an electrical connection. During testing, the battery cap was fastened and then unscrewed ½ turn with no reboots. There were no power interruptions or any errors, alarms or warnings that occurred during the investigation. There were no intermittent conditions found to the power circuit. Unrelated to the complaint, the text on the display screen was found to be dim and faded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the distributer contacted animas and reported an intermittent power issue with the pump. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.